Manufacturer narrative:
Unit received with button error alarm and had intermittent esc and act buttons response due to corroded keypad traces. Unit had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube window and cracked case at reservoir tube window corner.(B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed button error and the act keypad button is not responsive. Customer also stated that the problem did not resolve itself after a battery change. Customer's blood glucose was 246 mg/dl at the time of incident. Troubleshooting was done for button error but customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.